Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, while at work, the patient¿s cgm was reading 56 mg/dl. No bg meter reading was taken for comparison. The patient was experiencing blurry vision and dry mouth. The patient self-treated with juice and then went home. Once at home, the patient¿s bg meter reading was 593 mg/dl. No cgm value was reported for comparison. The patient went to the emergency room (ER), where she was treated with intravenous (IV) saline. She was also instructed to manually enter her blood sugar readings into her omnipod insulin pump. The patient was discharged home after approximately 4-4.5 hours with a bg level of 200 mg/dl. It was also noted the patient¿s lab work was also ¿normal¿. Once at home, the patient¿s bg meter reading was 150 mg/dl. No cgm comparison value was reported at this time. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.